Event description:
It was reported that the stent was partially deployed and displaced. Vascular access was gained via contralateral approach. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5 x 150 x 130 innova self-expanding stent was selected for use. The lesion was predilated. During the procedure, deployment of the stent failed after it was half deployed. The stent was eventually deployed by pulling and pulling, resulting in displacement and stretching of the stent. The stent elongated by approximately 2 cm. The stent was implanted and another stent was used to complete the procedure. There were no patient complications as a result of this event and the patient status was stable following the procedure.